Event description:
It was reported that the customer was hospitalized with blood glucose levels over 526 mg/dl. The customer was nauseous and vomiting prior to being hospitalized. It was also reported that the insulin pump was exposed to moisture, causing a sudden vibration and a blank display. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.